Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they kept receiving lost sensor alarm. The customer reported that they found that the sensor did not have a cannula. The customer's blood glucose was 80 mg/dl at the time of incident. The sensor will not be returned for analysis.